Event description:
Additional information was received. It was reported that the patient had also experienced a hematoma post-implant. On (B)(6), the hematoma was evacuated with an antibiotic wash and was in the hospital for observation due to anticoagulation. It was noted that the event had resolved without sequela.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced an infected pump site which required medical or surgical intervention. The infection was diagnosed via examination/palpation on (B)(6) 2012. The event was ongoing. The pump system was used to deliver dilaudid, fentanyl, bupivacaine, and baclofen.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter. (B)(4).